Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic with the pacemaker syndrome. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was able to restore successfully by performing a firmware download. The patient was stable throughout the whole interrogation.